Event description:
The customer reported that the monitor failed and the memory card froze due to a power surge. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep reset the memory card. The system operates as intended.